Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. Microscopic examination identified both cylinders had broken fabric threats from wear in the proximal end of the cylinders. Both cylinders also had wear at a fold in the proximal end and middle of the cylinder. The pump passed visual inspection, and no damages or abnormalities were found.

Event description:
It was reported that the ambicor penile prosthesis (app) is no longer working. The app device was explanted, and a new app device was implanted. There were no patient complications.

Event description:
It was reported that the ambicor penile prosthesis (app) is no longer working. The app device was explanted, and a new app device was implanted. There were no patient complications.